Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on keypad trace. No moisture damage was found on electronic assembly and motor. No failed battery test alarm or battery out limit alarm noted.

Event description:
The customer reported via phone call of button error, moisture damage, battery out limit and failed battery test from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that the act button was unresponsive and it does not navigate to the main menu. The customer found a battery out limit and failed battery test in the alarm history. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.